Event description:
While using a byte day aligners, patient reports that there is a gap between the top of their second tooth and incisor where it should sit flush against the roof of their mouth. The part that sticks out on top cuts into their tongue continuously. The area around #7 appears to have a lip, patient was instructed to file the area. Advised patient to also use dental wax.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.